Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 05jul2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-03142 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer's field service engineer confirmed the reported restart issue. The manufacturer¿s field service engineer (fse) replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the unit turns on by itself. There was no patient involvement.